Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number had been provided. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump turned off without alarming. They stated that it also lost it's programming. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).